Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included numbness, weakness, neck pain, hypertension, neck sprain, abdominal pain, vaginal haemorrhage, nausea, genital bleeding, subjective fever, hernia repair, uterine fibroid, trichomoniasis, perineal pain, cyst, intramural leiomyoma of uterus, pelvic mass, type ii diabetes mellitus inadequate control, menorrhagia, anemia, anxiety, genital pain, discomfort, obesity, back pain, endometriosis, pelvic adhesions and adenomyosis. Previously administered products included for trichomonas: flagyl; for an unreported indication: ibuprofen, glucophage-xr, motrin, aleve, ultram, metformin, tylenol, ferrous sulfate tablet, advil, lactated ringer's infusion, zofran-odt, norco and forman. Family history included diabetes. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("unusual bleeding/ unusual period") and abdominal pain lower ("cramping"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menstruation irregular and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, menstruation irregular and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included numbness, weakness, neck pain, hypertension, neck sprain, abdominal pain, vaginal haemorrhage, nausea, genital bleeding, subjective fever, hernia repair, uterine fibroid, trichomoniasis, perineal pain, cyst, intramural leiomyoma of uterus, pelvic mass, type 2 diabetes mellitus, menorrhagia, anemia, anxiety, genital pain, discomfort, obesity, back pain, endometriosis, pelvic adhesions and adenomyosis. Previously administered products included for trichomonas: flagyl; for an unreported indication: ibuprofen, glucophage-xr, motrin, aleve, ultra, metformin, tylenol, ferrous sulfate tablet, advil, lactated ringer's infusion, zofran-odt, norco and forman. Family history included diabetes. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("unusual bleeding/ unusual period") and abdominal pain lower ("cramping"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menstruation irregular and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, menstruation irregular and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2021: this case become serious incident. Mr received. Reporter information, date of birth, medical history, date explanted and auto narrative supplement were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.